Manufacturer narrative:
Correction: - this issue is being reported under related manufacturer reference number:1627487-2019-14308 and 1627487-2019-14309.

Event description:
Additional information indicates the issue was caused by a lead fracture which is reported under related manufacturer reference number:1627487-2019-14308 and 1627487-2019-14309.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-14311. It was reported the patient was experiencing ineffective therapy due to high impedances on the s2 leads. As a result, surgical intervention may be undertaken in the future.